Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist confirmed that the station was communicating earlier but later dialed into the station and confirmed it was on a blue screen, logged in using the carefusion admin account and repaired the remote support service agent, rebooted the station and verified that remote support service was functioning properly; however, med application remained stuck on initializing peripheral. A field service engineer proceeded with reimaging the unit due to the application not launching and windows update errors, configured remote support service, enabled auto launch, and installed antivirus, performed a full database synchronization. The station was up, running, and communicating successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on the blue screen and not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.